Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a ceasarean procedure, when the device has been opened just before surgery for the closing of the defect, the needle detached from the thread. A new suture from a different lot was used to complete the case. All 3 sutures had the same malfunction during the same procedure with the same patient. There was no patient harm.